Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leakage, unit was stopped using immediately and replaced other devices. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) unit prompts a "loop air leakage" fault during use. A getinge field service engineer (fse) confirmed fault and stated it was necessary to replace the safety disc, drive the valve group. In order to resolve the issue replacement of the defective part (safety disk assy and drive manifold) was done and is delivered for use. There was no personal injury.

Event description:
N/a.